Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic'), appendicectomy ('appendectomy') and pancreatitis viral ('viral pancreatitis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), pancreatitis viral (seriousness criterion medically significant) and hepatomegaly ("enlarged liver"), was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2018: hyst. (Partial), sal ping.(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia, hormone level abnormal, migraine, headache, weight increased, weight decreased, appendicectomy, pancreatitis viral and hepatomegaly had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, appendicectomy, dyspareunia, fatigue, headache, hepatomegaly, hormone level abnormal, menorrhagia, migraine, pancreatitis viral, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure (ess205). The reporter commented: date of device implant changed (B)(6) 2017 to (B)(6) 2007. Plaintiff received treatment for other injuries/symptoms: fatigue, hair loss, hormonal changes, migraines, headaches, other, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dyspareunia (painful sexual intercourse), pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vag. Discharge, fatigue, hair loss, hormonal changes, migraines, headaches, other, weight gain, weight loss, appendectomy, viral pancreatitis & enlarged liver. Event outcome was added for the events: fatigue, hair loss, hormonal changes, migraines, headaches, other, weight gain, weight loss, appendectomy, viral pancreatitis & enlarged liver. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.